Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetes ketoacidosis on (B)(6) 2018 with blood glucose of 800 mg/dl. The customer's current blood glucose is 69 mg/dl. The customer did experience the symptoms such as cold and vomiting. The customer was treated by insulin, IV drip and ventilator. The customer was using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer did not allege pump was under delivering. The insulin pump will not be returned for analysis.